Manufacturer narrative:
The device was not returned to mmd for investigation. A DHR review was not completed because the device serial number was not provided. Because the device was not returned to mmd, no investigation could be performed. This report will be updated if the device is returned to mmd.

Event description:
The initial reporter stated that the pump was under infusing. They stated that the pump indicated the infusion was complete, but only delivered approximately 9-11ml of the 50ml dose to be infused. Mmd did follow up with the initial reporter, who stated that the patient had not experienced any adverse effects due to the complaint. No other information was provided. [Complaint- (B)(4).